Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that later the evening of the procedure all of a sudden, the stimulation was too strong when standing up. The patient reported that they did decrease the stimulation the following day and then again, and the sensation was more comfortable at a lower setting. The patient then reported noticing a return of symptoms the day of the call and though it could be related to turning the stimulation down earlier. The patient stated that they increased the setting by 0.1 and it was tolerable. The patient noted a post-op appointment that thursday and would provide an update to their healthcare provider and ask if it was ok to switch programs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that one day after installation when standing after sitting ,current was painful in the bicycle seat area. They reduced the voltage to stop pain. The physician reprogrammed and there was no more pain. There was no return of symptom.